Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification showed that the glass cap has a circumferential fracture distal to the bevel edge and a fracture proximal to the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. During analysis the glass cap was able to be removed from the tip assembly suggesting glue failure between the metal and glass cap. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of a prostate procedure, the metal cap came loose while using the fiber and was rotating on the axis. The fiber was cleaned one time due to excessive tissue accumulation. The procedure was completed with another fiber without clinical consequences to the patient. Analysis of the returned device identified that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.